Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had back surgery on (B)(6) and since then their therapy had not been as effective on program b. Patient said they wake up in the middle of the night soaking wet and had to get up 3-4 times a night to change both their pad and diaper. Patient also said that during the day if they stood up they peed. Patient mentioned that they have 4 custom programs that were put in for them but only have access to programs 1-7. Agent walked the patient through changing to a new program. Patient scrolled down and was able to see the custom programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.